Manufacturer narrative:
Additional 510(k) # that also applies to this complaint: k133317. Results: the jetd was kinked approximately 28.0 cm and ovalized approximately 46.0 cm, 87.0 cm, 114.0 cm, 134.5 cm, and 135.5 cm from the hub. Conclusions: evaluation of the returned jetd revealed that the catheter was kinked and ovalized. If the device is forcefully manipulated at extreme angles, damage such as a kink may occur. Further evaluation of the returned jetd revealed that the catheter shaft was ovalized through its length. Based on the complaint description, these ovalizations were likely incidental to the reported complaint and occurred post-procedure. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure in the middle cerebral artery (mca) using a penumbra system jetd kit. During the procedure, the physician completed one pass using the penumbra system jetd reperfusion catheter (jetd) and a neuron max 6f 088 long sheath (neuron max). Upon completion of the pass, the jetd was removed and the physician noticed that the middle of the jetd catheter was kinked. The procedure was completed using another catheter and the same neuron max. There was no report of an adverse effect to the patient.